Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The lesion location is unknown. The liberte monorail coronary stent delivery system (sds) was unable to cross the lesion. The entire sds was removed from the patient's body. During preparation for the sds to be used in another vessel, the nurse noted that the shaft of the device had broken. No patient injuries or complications were reported. The procedure was completed with another of the same device. Patient status is listed as "well." Further information has been requested, but has not been received.